Event description:
Per customer: a critically ill patient in the coronary unit was being infused with norepinephrine when air was detected, causing the pump to stop, resulting in dissociation in the patient (cardiopulmonary arrest), which required intervention from the nursing team. This type of episode has occurred on other occasions due to the detection of air in the pump, without causing such severe consequences in the patients. The hospital informs purging is done gravity based, which can generate air bubbles. Manufacturer investigation as follows: 1.reported complaint air observed in system 2. Quantity of the sample(s) we received no sample and no photos for investigation 3. Concerned product code/batch infusion set vl st 10/ m46441300s/ 32412554. 4. Investigation report: we did not receive a complaint sample or photo for investigation, based on the reason for the complaint, we performed a visual inspection of all retain samples and do not see any defects. The sets are complete and free from contamination. We performed free flow and tightness test with one retain sample and found no irregularities. In addition, we conducted a practical test on the pump using water and the results were correct. The pump did not alarm, during the test we not observed air in the system. Batch documentation review was performed, and following data was checked: production orders, in process control and final inspection results, compliance with device master record, related nonconformities, we did not find any deviations related to the complaint reason within the batch documentation. Complaint data was checked, no similair complaints related to failure "air observed in system"and article m46441300s were reported in the last 12 months (time period 12.03.2024 [march 12, 2024] to 11.03.2025 [march 03, 2025]). This is the first complaint for this batch "32412554" and defect. 5. Root cause: not determined, as no defects have been found during investigation performed on the retain samples. Further no irregularities detected during review of production documentation. Without the affected sample a more detailed investigation is unfortunately not possible. 6. Corrective action: corrective and preventive actions is not necessary as we are not able to determine the root cause of failure. 7. Conclusion: based on these results we cannot confirm this complaint.